Event description:
Patient was revised due to poly wear and osteolysis.

Manufacturer narrative:
Visual examination of the returned item confirms wear of the poly material. There is nothing unusual or excessive about the wear found. A complaint database search finds no other reported incidents against the provided product and lot code since release for distribution in 1997. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.